Event description:
It was reported that the customer experienced an elevated blood glucose (bg) that displayed "high" on the continuous glucose monitor. Cause was not known. Customer reportedly hydrated themselves to address high bg. Customer continued to use the pump for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.